Event description:
Attorney reported: as a result of the kugel patches being implanted in the pt, the pt suffered and will continue to suffer physical pain and mental suffering. As a result of the kugel patches being implanted in the pt, the pt has suffered a decreased enjoyment and quality of life and otherwise is permanently injured.

Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.